Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device and electrode pads were returned for evaluation. The reported malfunction was isolated to the electrode pads. The electrode pads were scrapped to resolve the malfunction. The customer received a replacement device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The complainant was contacted for return of the product. The product has not been returned for evaluation.